Manufacturer narrative:
Returned device was received top case cracked by the front right bottom corner and by the tube holder. Visible contamination by the "l" bracket pole clamp. Evidence of reported problem in event log was found. During the evaluation of the device the reported problem duplicated during power up process. Recharged battery, super cap post error still duplicated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical medfusion 35001 pump had a supercap error and primary audible alarm post when turning it on in prepping. No patient involvement.